Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the patient originally went into the ER (emergency room) because they were having tingling in their fingertips and feet. They then proceeded to run all the tests and admitted them. With the CT scans and MRI they determined that they had fluid/blood on their brain. It was noted that they were having difficulties operating the device to open up the valve to start draining the fluid out. They ultimately were able to do it but seemed frustrated and flustered. The patient recently just had another CT scan about 1 week ago and was waiting for the results.